Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. During the procedure, the suture broke. It had no strength to support the tissue. There was no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.